Event description:
It was reported that the patient faced infusion set issue on (B)(6) 2026 as the infusion set was not clicking properly when pulling the spring during the insertion process at cocking the spring which leads to high blood glucose and it was addressed by correction injection via multiple drug injections and bolus with pump. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.